Event description:
Healthcare professional reported right side rupture confirmed with a mammogram. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, broken device on radius side assessed as fold flaw opening. Additional observations: ¿wear abrasion is observed. ¿creases are observed. ¿stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed with a mammogram. Device has been explanted and replaced.